Manufacturer narrative:
Additional information (10-may-2021): the customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. Quality controls (qc) were in range at the time of the event which indicates a sample specific incident. Log file review indicated there was a dip in pressure during the aspiration of that sample which could point to the system pulling up fibrin/debris. There was a service visit after the incident and there have been no further issues. System is fully functional. The instrument is performing according to specifications. No further evaluation of this device is required. Siemens filed the initial MDR 2432235-2021-00110 on 07-may-2021.

Manufacturer narrative:
Siemens is investigating the issue.

Event description:
A discordant, falsely elevated high-sensitivity troponin patient result was obtained on an atellica im 1300 instrument. The initial result was reported to the physician(s). A new sample was drawn and was repeated on the same instrument. The initial sample was also repeated on the same instrument and an alternate atellica im 1300 instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated high-sensitivity troponin patient result.